Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had an unexpected restart. The customer¿s blood glucose level was 132 mg/dl. The customer stated that the pump had a weird noise and changed the battery. The customer reported that the pump did not alarm unexpected restart. The customer advised to remove the current battery from the pump and insert a new battery (per IFU guidelines). The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit power up properly after battery installation. No blank display or audio/beep/vibrate anomaly noted. Unit was received with normal operating currents and passed self-test, unexpected restart error test and displacement test. No unexpected off no power, low battery, battery out limit, failed battery test, external ram crc error, watchdog alarms or unexpected restart error alarms, reset time/date anomaly after change battery noted during testing. Unit had minor scratched lcd window, cracked lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked case at display window corners, stained address/serial number label and stained end cap sticker.